Event description:
A surgeon reported a patient with an unexpected postoperative refraction who is experiencing poor night vision following an intraocular lens (iol) implant surgery. The surgeon reported the patient had a photorefractive keratectomy (prk) in (B)(6) 2013. The surgeon is planning on exchanging the lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).